Event description:
Additional information received from healthcare professional: "the symptoms have improved but not resolved. [Patient] has now had treatment with hyalase on 4 occasions since the symptoms presented but there are still visible and palpable lumps / nodules in all treatment areas. They are less prominent and not accompanied by pain or swelling but not ideal."

Manufacturer narrative:
Concomitant products: juvéderm® volift¿ with lidocaine. (B)(4). Further information from the reporter regarding event details has been requested. No additional information is available at this time. The events of "delayed onset nodules", "inflammation", "firmness to touch" "delayed swelling, redness, heat, [and] pain" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event(s) as follows: undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: ¿ inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week. ¿ induration or nodules at the injection site.

Event description:
Healthcare professional reported patient was injected with juvéderm® voluma¿ with lidocaine in ck1, ck2, ck3, ck4 and juvéderm® volift¿ with lidocaine in the lips. Both injections were done with a tsk 25g cannula. The patient presented approx. 2 months later, with "delayed onset nodules", "inflammation", "firmness to touch" "delayed swelling, redness, heat, [and] pain" in the "face-cheek + lips". The patient was treated with "clarythromycin 500mg bd for 14/7", "hyalase", "prednisolone 40mg for 5/7 x 2 courses hyalase." Symptoms are ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2017-00920. This MDR is being submitted for the second suspect product, juvéderm® volift¿ with lidocaine.